Event description:
The customer reported that he experienced low blood glucose and he was stopped by a police officer while he was driving recklessly. The caller stated that the paramedics were called and his blood glucose was 30mg/dl. Troubleshooting was performed. The customer stated that the drive support cap appears normal. The customer mentioned that the basal rated have not been adjusted since he was put on steroids for sinus condition. The caller stated that he also travels to foreign countries, and on these countries the sugar content is a lot less than here. The customer stated that he wears the infusion sets for more than three days. The reservoir was showing more insulin than the units left. No further information.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.